Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported. Additional information received indicated that dislodgement was confirmed through fluoroscopy. In addition, a high pacing threshold was observed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported.